Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-iliac. It was reported that sometime post op, the crosslink and rod were found to be broken. The patient underwent a revision surgery 2 years post-op to remove and replace the broken devices. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not returned for evaluation; however, films were supplied for review which found: complex scoliosis construct t10 to the iliac crew with inter body spacers present at l5, l4 and l3. Ap and lateral views verify a broken rod on the left at the cross link of l3/4. This is verified on both ap and lateral views. Whether the break occurred above or below the cross link is not definitive, but it appears above the cross link on the lateral view.

Manufacturer narrative:
Visual review confirms rod broken approx. ~70mm from end of rod. Multiple rod bender points and set screw witness marks noted along the length of both rods. No pre-operative surface defect that appears to have contributed to crack initiation and propagation identified. Significant fracture surface damage and smearing noted on three of the four rod sections. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations or beach marks approximately 50% of the way through the cross-sectional area, followed by another region of increased material disruption, river lines, and shear lips, which are consistent with overload to which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.